Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital following delivery of shock therapy. The device was interrogated and there was inappropriate high voltage (hv) therapy delivered for atrial fibrillation (af) due to device programmed settings. The device was reprogrammed to resolve the event and the patient was stable with no consequences.